Event description:
It was reported that the patient had a slight perforation from the new right ventricular (rv) lead as evidenced by a small pericardial effusion by echocardiograph and a slight drop in blood pressure. Also the rv pacing thresholds had increased from the implant and there was evidence of intermittent loss of capture. It was elected to increase the rv output to the maximum output. The rv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 implantable pulse generator: (B)(6) 2013. 5076 implantable pacing lead: (B)(6) 2013. (B)(4).